Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to re-evaluation of event.

Event description:
It was reported that during a follow-up, the ICD showed intermittent capture at the max pacing output of 7.5v during an rv capture test. The patient also stated feeling pain when pacing at that threshold. Lead will be evaluated for possible dislodgement or insulation damage. No further information was available as to what was performed to clinically resolve this issue.